Event description:
It was reported that during the surgeon performing a craniotomy on the patient, two low-profile neuro screws broke during insertion. All fragments were retrieved and are available to return. The synthes consultant was not present during the surgery, but later was notified by hospital that the patient had died. Update (B)(4) 2012: per the hospital, no patient details will be provided. The patient suffered major head trauma and had surgical repair, at the end of the procedure the surgeon was inserting screws when tips broke off. The surgeon removed the screws and replaced them with new screws, no incident or impact to patient was reported and the procedure was completed. The patient expired 24 to 48 hours post-op due to multiple cardiac arrests and intercranial hemorrhage due to initial major head trauma. Per the facility risk manager, along with the synthes post market risk manager, synthes devices had no impact on this event. Event #2 of 2 for complaint #(B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Without a lot number the device history records review could not be completed. The manufacturing evaluation, visual inspection report states the point on the tip of the screw is dull which is consistent with the complaint. The rest of the screw is in fair condition. Since the screw tip could not be inspected due to damage and no lot number was provided this complaint is indeterminate from a manufacturing standpoint.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.(B)(4).

Event description:
This is report 2 of 2 for complaint (B)(4).